Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd maxplus pressure rated extension set with needleless connector and y-site was loose and leaked. The following information was provided by the initial reporter: the connection from the extension set to the IV will cross thread and leak.

Manufacturer narrative:
H6: investigation summary: a complaint of set not connecting properly causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mpx5300-c lot number 22069177 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that 14 bd maxplus pressure rated extension set with needleless connector and y-site was loose and leaked. The following information was provided by the initial reporter: the connection from the extension set to the IV will cross thread and leak.